Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed accuracy by -7.2%. There was no reported adverse event.

Manufacturer narrative:
Other text: additional information was received indicating the reported issue occurred during testing. Updated h6, corrected data: no product was received for evaluation.